Manufacturer narrative:
Follow-up #2: the test strips involved with this complaint failed testing. When test strips were tested with control solution, an error 4 was observed with no assignable cause found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. Follow-up #2 supplemental sent in part to correct information previously omitted from follow-up #1. The test strips involved with this complaint had been returned but the pa results had not been included in follow-up 1. The MFR narrative should have included the information that the test strips were returned, that they failed testing and that the reported issue was confirmed. Appropriate evaluation codes have been included in this supplemental. The alert date for follow-up #1 should have read 11/23/2015 and device returned to mfg date 10/29/2015.

Manufacturer narrative:
The product has been returned and evaluated by product analysis with the following findings: the reported issue could not be reproduced during testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the reporter contacted lifescan USA, alleging error 4 message. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.